Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complains reported in the lot number. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A user facility reported that following an intraocular lens (iol) implant procedure the iol was exchanged for a different model of lens. The reason for the exchange is unknown. Additional information has been requested.